Manufacturer narrative:
H6: the device, used in treatment, has been returned for evaluation. A relationship between the event reported and the device was established. A visual inspection found no defects, the functional evaluation found the device could not be switched on due to a depleted battery, this is a normal function with lithium batteries having a limited number of charge cycles. It was found that the installed software had become corrupt and the seals on the vacuum pump was leaking air, identifying both as contributing factors, and root causes for the reported event. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when the patient arrived to change the dressing, the canister had a capacity of less than 150ml, but it had a dislocated dressing with many leaks that were not detected by the machine. A backup device was reported available. No harm or injury to the patient was reported.